Event description:
New information received notes that high pacing lead impedance and high thresholds were previously observed on the lead.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to insulation anomaly.